Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values. Customer stated that she had woken up at blood glucose value of 482mg/dl and bolused 6.8u for it, but ended up getting to 511mg/dl then 514mg/dl. Customer¿s blood glucose value at the time of incident was 178mg/dl. The drive support cap was normal. Insulin pump will not be returned for analysis.